Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.

Event description:
Note: this report pertains to one of three resolution 360 ultra clip device used in the same patient and procedure. It was reported to boston scientific corporation that three resolution 360 ultra clip device were used during colonoscopy procedure performed on (B)(6) 2023. During the procedure, it was reported that when the clip was passed thru working channel and tech deployed the clip, the internal wire did not release. They tried to open and close the handle to get the wire release; however, it was not working. After few tries the clip fully deployed, but the jaws opened and released the tissue. Additionally, the same issue occurred on the other two resolution 360 ultra clip devices. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.